Event description:
It was reported by the physician that the patient's battery had finished last (B) (4) 2009. Patient had initially improved with vns, but in the last two years, the seizures had increased again and decision was made not to replace the generator. Physician stated that the device has been explanted (not related to event). No additional information could be obtained as the physician would not provide any further information about the event. The explanted generator will not be returned for analysis. The cause of increase in seizures is unknown at this time.